Event description:
This report is being filed after the subsequent review of the following journal article: babst, r., brunner, a. And thormann, s. (2012). Minimally invasive percutaneous plating of proximal humeral shaft fractures with the proximal humerus internal locking system (philos). J shoulder elbow surg, 21, 1056-1063. The authors studied fifteen patients (seven men and eight women) median age 60 years (range, 40-96 years) who underwent minimally invasive percutaneous plating of unilaterally, displaced proximal humeral shaft fractures with synthes proximal humerus internal locking system (philos). The patients were treated between 2005 and 2008; median follow- up was 27 months (range, 12-38 months). Three patients underwent hardware removal at 12 months due to sub acromial impingement of the plate. The authors concluded that minimally invasive percutaneous plating with philos is a valuable option to treat proximal humeral shaft fractures with similar rates of nonunion and fewer incidents of radial neuropathy compared with open procedures. This is report 1 of 1 for complaint (B)(4). This report is for an unknown proximal humerus internal locking plate. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Babst, r., brunner, a. And thormann, s. (2012). Minimally invasive percutaneous plating of proximal humeral shaft fractures with the proximal humerus internal locking system (philos). J shoulder elbow surg, 21, 1056-1063. This report is for an unknown proximal humerus internal locking plate. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.